Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the clips are not feeding into the jaws correctly. The are feeding on top of the jaws, not into the track. They used another device to complete the procedure. There was no pt consequence.

Manufacturer narrative:
(B) (4). (B) (4). Dropping or ejected clips. Eval summary: the analysis results found that the er420 instrument was returned in good visual condition. The instrument was cycled, fed and formed 2 clips conforming and 10 ejected clips. The instrument lock out was functional. A corrective and preventive action has been initiated to address the root cause of the finding. We have documented the circumstances as they were reported to us. In addition, complaint info is trended on a regular basis to determine if further investigation is warranted. A batch record review was performed and no anomalies were found during the mfg process.